Event description:
It was reported to philips that there were problems with the image database, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information aquired the system was not in clinical use at the time of the reported event. The system was restarted, which resolved the issue. The remote service engineer (rse) suspected a issue with the image database. A philips field service engineer (fse) inspected the system onsite, but could not reproduce the reported malfunction. The fse proactively recreated the image database. The system was returned to good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the system could be turned on after a restart. A situation in which the system will not turn on as expected, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart or cold restart) is not likely to cause or contribute to death or serious injury. Based on the investigation, this has been re-evaluated as not reportable. The codes were updated based on the investigation outcomes.